Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/oct/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "saggy and droopy" and "shape and form" changed.

Event description:
The patient reported that the right side "shape and form has changed." The patient also reported that the right side is "saggy and droopy." The device has been explanted.